Manufacturer narrative:
This report is submitted on april 04, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6)2024 in order to perform an integrity test.